Manufacturer narrative:
The sample was received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during a cataract extraction procedure, a patient experienced a central hole in the posterior capsule during the cortex aspiration and polishing phase. The patient was referred to another doctor for "restoration" surgery. However, a completed questionnaire was returned from the surgeon indicating there was no unplanned surgical or medical intervention required. Additional information, provided by the surgeon, indicated the intraocular lens (iol) implant was placed during the same procedure. The patient was not referred to another hospital. This is the third of three medical device reports for this facility.